Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate anti-tachycardia pacing (atp) therapy and one inappropriate shock due to an atrial fibrillation (af) episode detected in the ventricular fibrillation (vf) zone. Additionally, this therapy induced the patient into a ventricular arrhythmia; however, it self-terminated. Technical services (ts) reviewed the event and provided reprogramming recommendations. No additional adverse patient effects were reported. This crt-d remains in service.